Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case to be chipped and cracked, and the right plunger case was cracked. A check clutch/plunger lever error was noted in the event history log of the pump. Device underwent occlusion testing, confirming the reported customer complaint. The problem source has been determined to be normal wear and tear due to device age. As a result however, clutch half's left and right were replaced.

Event description:
It was reported the device has clutch error. Incident occurred during patient use, and no patient injury occurred. Device was switched out, and the incident was resolved.